Event description:
It was reported that the flex video scope had cotton stuck in the scope's biopsy channel, it was able to be removed by pushing the catheter. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent at holder ring. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dent at the holding ring was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using similar device.